Event description:
It was reported that during a atypical laparoscopic pulmonary resection, the surgeon initially used the manual short handle, which worked for the first reload but did not fire with the second reload. Second manual short handle was used but did not fire with the second reload. Attempts to use another manual handle with the second reload but also failed to fire. Ultimately, a purple reload was used successfully. After the procedure, a nurse tested the devices, confirming that the second manual short handle and the manual handle worked properly with the purple reloads. Both handles and reload were replaced to resolve the issue. There was extended surgical time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant product: egiaushort endogia ultra univ sht stap (lot#: p3d0228) sig45axt, tri 2.0 sig45axt 45 xtra thk 15mm (lot#: n2a0161y) egiaushort endogia ultra univ sht stap (lot#: p3d0228). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: b5, d10 concomitant product: egiaushort endogia ultra univ sht stap (lot#: p3d0228) sig45axt, tri 2.0 sig45axt 45 xtra thk 15mm (lot#: n2a0161y) egiaushort endogia ultra univ sht stap (lot#: p3d0228) sig45axt, tri 2.0 sig45axt 45 xtra thk 15mm (lot#: n2a0161y) sig45axt, tri 2.0 sig45axt 45 xtra thk 15mm (lot#: n2a0161y) egiaushort endogia ultra univ sht stap (lot#: unknown) 030449 endo giaii uni ins (lot#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an atypical laparoscopic pulmonary resection by thoracoscopy, when on parenchymal section, the surgeon initially used the manual short handle, which worked for the first reload but did not fire with the second reload. Second manual short handle was used but did not fire with the second reload. Attempts to use another manual handle with the second reload but also failed to fire. Ultimately, a purple reload was used successfully. After the procedure, a nurse tested the devices, confirming that the second manual short handle and the manual handle worked properly with the purple reloads. Both handles and reload were replaced to resolve the issue. There was extended surgical time. No patient complications have been reported as a result of this event.